Event description:
A malfunction alarm was reported, marked by a failure code of malf 9, which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to reach out if the malfunction code appeared again, which the customer acknowledged and understood.